Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Although a sample was not provided for this complaint, the customer confirmed that the catheter was used on a patient. Despite this, it is not known what type of allergic reaction caused this event. Additionally, the catheter involved with this complaint has no known contraindications. The IFU provided with the kit informs the user , "practitioners must be aware of complications associated with central vein catheters including cardiac tamponade secondary to vessel wall , atrial or ventricular perforation, pleural and mediastinal injuries, air embolism, catheter embolism, thoracic duct laceration, bacteremia , septicemia, thrombosis, inadvertent arterial puncture, nerve damage , hematoma, hemorrhage, and dysrhythmias." Despite this, the IFU also states that there are no known contraindications for the catheter involved with this complaint. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: on (B)(6) 2019, in (B)(6) hospital, after entering the room, the patient will undergo routine monitoring of vital signs. After obtaining the consent of his family, the patient was under local anesthesia with lidocaine and then was underwent deep vein puncture and catheterization for succinylated gelatin injection to increase the blood pressure. The operation process is smooth. The patient has no discomfort and the depth of catheterization is 12. After a few minutes, the patient complains of headache, laryngeal discomfort, dyspnea, increased heart rate, decreased blood pressure, and the anesthetist suspected that the patient has allergies. The catheter was removed immediately. Adrenaline and methylprednisolone were given intravenously, oxygen inhalation and fluid infusion were accelerated , and then the vital signs returned to normal. No abnormalities were found after operation. Postoperative department launches case discussion to diagnose anaphylactic shock.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, in (B)(6), after entering the room, the patient will undergo routine monitoring of vital signs. After obtaining the consent of his family, the patient was under local anesthesia with lidocaine and then was underwent deep vein puncture and catheterization for succinylated gelatin injection to increase the blood pressure. The operation process is smooth. The patient has no discomfort and the depth of catheterization is 12. After a few minutes, the patient complains of headache, laryngeal discomfort, dyspnea, increased heart rate, decreased blood pressure, and the anesthetist suspected that the patient has allergies. The catheter was removed immediately. Adrenaline and methylprednisolone were given intravenously, oxygen inhalation and fluid infusion were accelerated , and then the vital signs returned to normal. No abnormalities were found after operation. Postoperative department launches case discussion to diagnose anaphylactic shock.